Manufacturer narrative:
(B)(4). The customer reported that a patient death occurred and they believe the patient was off the monitor for an extended period of time which contributed to this event. The customer is uncertain if the device malfunctioned. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient death occurred and they believe the patient was off the monitor for an extended period of time which contributed to this event.